Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. Patient status was unknown.